Manufacturer narrative:
It was reported that no product is expected to be returned to lake region medical for evaluation; however, a description of the complaint and lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. This is 1 of 2 reports associated with report 1226348-2016-00085. UDI: (B)(4). Concomitant medical products and therapy dates: prowler select plus (details unknown). Another product (details unknown).

Event description:
It was reported by the hospital contact that the enterprise stent (enf452212/10416748) was not delivered smoothly through the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis.

Manufacturer narrative:
Additional info received from (B)(6) on 25-may-2016 has been added to the event description: it was reported by the hospital contact that the enterprise stent (enf452212/10416748) was not delivered smoothly through the body of the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis. It is unknown if there were any damages noted on the stent. There were no damages noted on the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that the enterprise stent (enf452212/10416748) was not delivered smoothly through the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis. Based on the information, the event was not confirmed. It was reported that no product is expected to be returned to lake region medical for evaluation; however, a description of the complaint and lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. However procedural factors may have contributed to the event. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The enterprise was returned on (B)(4) 2016; however, the prowler select plus was not returned. Conclusion: it was reported by the hospital contact that the enterprise stent (enf452212/10416748) was not delivered smoothly through the body of the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis. It is unknown if there were any damages noted on the stent. There were no damages noted on the microcatheter. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received coiled inside of a plastic bag. The introducer tube was received separated of the unit. The delivery wire was inspected and no damages were noted on it. The stent was found deployed. The stent was inspected under microscope; and no damages were noted on it. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10416748. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise difficulty in advancement through the prowler select plus could not be confirmed since the device could not be evaluated with the introducer tube received separated from the unit and the stent deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time. This is 1 of 2 mdrs that have been submitted for this complaint, with associated report numbers of 1226348-2016-00086 and 1226348-2016-00085.